Manufacturer narrative:
(B)(4). The complaint ojr412 optiflow junior 2 nasal cannula is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in australia reported via a fisher and paykel (f&p) healthcare representative that the tubing of an ojr412 optiflow junior nasal cannula was detached from the cannula tube joint during patient use. There was no reported patient consequence.

Event description:
A healthcare facility in australia reported via a fisher and paykel (f&p) healthcare representative that the tubing of an ojr412 optiflow junior nasal cannula was detached from the cannula tube joint during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint ojr412 optiflow junior 2 cannula device was received at fisher & paykel healthcare (f&p) in new zealand where it was visually inspected by a trained f&p technician. Results: visual inspection of the returned device revealed that the tubing was detached from the left cannula tube joint. It was also revealed that the glue residue was visible on surface of the detached tube end and inside the cannula tube joint. Conclusion: we are unable to determine the cause of the reported fault. However, the reported event was likely caused by the tubing being pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death). Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.